Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune tka to treat severe tricompartmental osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat instability. Upon entering the joint, soft tissue release was performed to correct an angular deformity. The femoral component was well-fixed but revised. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2020; right knee.